Manufacturer narrative:
On further follow up with the field service representative, he indicated that the syringe was allowing air past the seals on the plunger. He also indicated the part had been discarded and is no longer available for investigation.

Event description:
The customer indicated that this cobas p612 was used to process and aliquot two samples that had erroneous results for intact human chorionic gonadotropin plus the beta subunit (hcg+b). Three analyzers were involved in testing the samples. Details regarding each event are documented in the following medical device reports: for the medwatch for erroneous results on modular analytics e module (emod) serial number (B)(4), please see submission number 1823260-2014- 03074. For the medwatch for erroneous results on emod serial number (B)(4), please see submission number 1823260-2014-03076. For the medwatch for erroneous results on emod serial number (B)(4), please see submission number 1823260-2014-03077. The customer indicated that they did not have any instrument alarms on (B)(6) 2014. They indicated that the analyzer seemed to be working within specification. There was no adverse event. The field service representative could not find a cause. He checked all systems and replaced a syringe. He monitored the instrument for four hours. Operational and mechanical checks passed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a root cause. Additional information for further investigation was requested but not provided.